Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 834 mg/dl. The customer stated that the cause of the hospitalization was diabetic ketoacidosis. The customer was treated with an insulin drip at the hospital. While troubleshooting, the customer was unable to describe any damage to the drive support cap. The customer was unable to check for the presence of leaks or air bubbles. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.